Manufacturer narrative:
The patient initially experienced a motor vehicle collision which caused both femurs to fracture and require orif plating. The patient had lateral and medial comminution on both femurs. The patient's left femur was fixed with a lateral plate and medial bone graft, while the right side was only fixed with the lateral locking plate that was removed due to the screw breakages. It was reported that the patient is an avid smoker and still had a non-union and signs of delayed healing up to the removal of the hardware. The plate was not returned for evaluation, therefore, the DHR and ncmr record could not be evaluated. Should the plate be returned, the investigation shall be reopened. This evaluation determined that this failure was within expected risk and occurrence; therefore, no further actions will be taken at this time.

Event description:
It was reported that when patient followed up imaging showed broken distal 4.5mm locking screws. The original date of surgery was (B)(6) 2025. The original fracture was caused by a car accident. The patient reported no event prior to screws breaking. The surgeon removed all of our hardware and replaced with a synthes plate. The patient was not infected.